Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ precisionglide¿ needle has been found with a broken needle before use. The following has been provided by the initial reporter: needle with broken tip, preventing use.

Manufacturer narrative:
H.6 investigation summary: bd received an 18 gauge precision glide needle from lot 9228453 for evaluation. Our quality engineer visually inspected the returned unit and observed that the cannula had an incomplete point. The sample was measured, and it was verified that the unit was smaller than the allotted range. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that there was an issue with the auto cutting machines that caused an improper cut on this cannula. The cut was found to be shorter than what was allowed and causing the tip to not be formed properly. The manufacturing facility has been notified of this incident and the findings. A project was opened to inspect the auto-cutting machines and improvements have been made to the process to prevent reoccurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It has been reported that the bd¿ precisionglide¿ needle has been found with a broken needle before use. The following has been provided by the initial reporter: needle with broken tip, preventing use.